Event description:
No additional information is available to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed; visual inspection of the returned tasp found signs of repeated use a corner of the post has fractured off. The fracture is consistent with other tasp fractures previously analyzed with common failure modes of either bending overload or low cycle fatigue culminating in bending overload. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A tibial articular surface provisional was returned as worn and in need of replacement; it was also noted to be fractured. No patient involvement or injury was reported.